Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Failure analysis: the depot technician's assessment of the mlx 300w xenon lightsource found that the fuses inside the power entry module pops whenever the unit was powered on. In addition, the power entry module, bezel and the left side panel were damaged. The power entry module, bezel and the left side panel were replaced to correct these issues. In addition to the repair summary, the power supply has been replaced to correct the issue of the fuses popping when the unit is powered on. Root cause analysis: the reported complaint was confirmed. It was determined that the issue of this 00mlx unit having something burned up inside could be due to overheating caused by damage to the unit. This is most likely due to rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
A facility reported that something burned up inside of the mlx 300w xenon lightsource (00mlx) . It does not turn on at all. It is unknown under what circumstance this issue was discovered; however, no patient injury. Death or surgical delay was reported.